Event description:
Had cataract surgery and lasik surgery at the same time. The lasik surgery was not successful, was lied about the results. By acuity eye group and their drs. The director (B)(6) has refused to answer all communication. FDA safety report ID# (B)(4).